Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead was not sensing, had no capture and had high impedance. It was also reported that the atrial lead was fractured. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.